Manufacturer narrative:
Product analysis: visual and optical examination identified bone screw hex head deformation which suggests atypically high torque; additionally, no locking cap witness marks appear to be evident on the head of the screw. Lower thread flank damage identified on all threads; in conjunction with deformation at the upper and lower portion of the screw hole suggests the screw may have been inserted off-axis, which can reduce the mechanical engagement between the bone screw head. Visual and optical examination of the plate noted atypical deformation on one of the bone screw locking caps. The deformation of the locking cap could reduce the caps ability to prevent screw back-out. The above observations are consistent with off-axis insertion of the bone screw.

Event description:
It was reported that a patient presented post-operatively complaining of "pain" and it was confirmed that a screw had backed out of the cervical plate sometime post-operatively. A revision surgery was performed to explant the cervical plate construct. Reportedly, the right fixed screw completely dislodged from the screw hole. During the revision, it was confirmed that the locking mechanism was engaged and adequately covered the left screw. According to the report, the patient was discharged on the same day of the revision surgery and is "doing well". No other patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: x-ray interpretation: "cervical acdf with single screw which has displaced and rotated. It overlies the lower portion of the plate. Plate and spacer appear in good position."